Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product has been identified as not having been sold in the us; therefore, this product should not have been reported originally. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states that the patient underwent a left knee arthroplasty on (B)(6) 2008, after which revision surgery was carried out on (B)(6) 2011. Notification was received stating that no further information or return of implants is available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). ***addendum added 12 aug 2015 *** a review of manufacturing records and complaints databases did not identify any anomalies. The medical records were reviewed and a report was received stating based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). No further actions are identified. The complaint shall be closed with undetermined conclusion and entered into the complaints database and monitored through trend analysis.

Event description:
(B)(4). This is a legal related complaint. Patient was subjected to an intervention of left knee arthroplasty in (B)(6) on date (B)(6) 2008. During the intervention was used a lcs duofix ha implant. Following this intervention, the patient started to suffer pain and difficulty in walking. On (B)(6) 2011 the patient was subjected to a revision surgery with explant of the prothesis. The histological exams indicated the presence of synovial fragments with massive deposit of metallic material, fibrosis and chronic inflammation due to foreign body. The patient continues to feel pain.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint states that the patient underwent a left knee arthroplasty on (B)(6)-2008, afterwhich revision surgery was carried out on (B)(6)-2011. Notification was received stating that no further information or return of implants is available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolytic areas, synovitis, and components seemed to have shifted. At this time based on the construct of the knee the tibial and femoral components are the implants that would have shifted. There was no mention of any metallic material as previously reported.